Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. One day post procedure, the patient was found unresponsive by the hospital staff. Attempts to revive the patient were unsuccessful, and the patient died.

Manufacturer narrative:
B7: other relevant history - updated with underlying patient medical history.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. One day post procedure, the patient was found unresponsive by the hospital staff. Attempts to revive the patient were unsuccessful, and the patient died.